Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6)stating, "optic failure, unclear focus " involving pentax model fi-10bs/serial (B)(4). No further information was provided at the time of the report. The device was returned to pentax medical potsdam service workshop where the following was confirmed: unclear focus, cfb misadjusted at ocular side. The cfb will be adjusted.

Manufacturer narrative:
Pentax model fi-10bs is not distributed in USA, therefore 510k is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.